Event description:
The customer stated that one patient sample generated a falsely elevated result of 380,1 u/ml for the architect ca19-9xr. The customer was using reagent lot 08851m500. The patient had to go through several additional tests and procedures to find-out the reason behind the sudden elevated result. The procedures included a CT-scan of the thorax and abdomen, colonoscopy, scintigraphy and gastroenterological examination, x-ray scan and pulmonary examination. The patient treatment was also canceled due to the false result which in-turn contributed to the patient's emotional stress. No further consequences to patient health were reported .

Manufacturer narrative:
(B)(4) - (patient went through invasive diagnostic procedures-colonoscopy). (B)(4) - (high test result) evaluation of the issue revealed that the conjugate component of the architect ca19-9 affected reagent lots contributed to elevated ca19-9 patient sample concentrations. All affected lots share the same conjugate component. Abbott issued a product recall for the six affected lots (08851m500, 08849m500, 10122m500, 08852m500, 08853m500, 10040m500) of the architect ca19-9 reagent, instructing customers to discontinue use and destroy any remaining inventory of the affected lots.